Manufacturer narrative:
Pump: model- 72400098, lot sn- (B)(6) , mfg date- 09/13/2019, exp date- 09/11/2024, gtin- (B)(4). Balloon: model- 72400024, lot sn- (B)(6) , mfg date-07/31/2019, exp date- 07/29/2024, gtin- (B)(4).

Event description:
It was reported that the artificial urinary sphincter (aus) device was originally implanted on (B)(6) 2020. The aus device was then removed on (B)(6) 2020 due to an infection. When the patient visited the hospital the scrotum appeared to be swollen and "the pimples were full." The physician does not believe the device was causing the infection. He decided to remove the aus device and then treat the patient with antibiotics. After the patient healed a new device was later implanted (B)(6) 2020. The new device has been used well without any problems.

Manufacturer narrative:
Device evaluation: the cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. Inspection of the remainder of the device revealed no other damage or irregularities that would affect the functionality of the device performance. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump. The pump was not functionally tested because there was no device allegation made against the pump component. The balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon. The balloon was not functionally tested because there was no device allegation made against the balloon component. Product analysis did not confirm a product malfunction as the most probable cause of the reported events. The product record review indicated reported events do not represent an unanticipated event, and that infection is included as a potential adverse event in the product labeling. The investigation conclusion code of 'known inherent risk of device' was chosen because a product malfunction could not be identified as the probable cause of the reported events and the reported adverse event of 'infection' and 'swelling' are included as potential adverse events within product labeling. Additional information provided in: b5, d10, h6. Pump model- 72400098 lot sn- (B)(6). Mfg date- 09/13/2019 exp date- 09/11/2024 gtin- 00878953000688 balloon model- 72400024 lot sn- (B)(6) mfg date-07/31/2019 exp date- 07/29/2024 gtin- 00878953000626.

Event description:
It was reported that the artificial urinary sphincter (aus) device was originally implanted on (B)(6)2020. The aus device was then removed on (B)(6) 2020 due to an infection. When the patient visited the hospital the scrotum appeared to be swollen and "the pimples were full." The physician does not believe the device was causing the infection. He decided to remove the aus device and then treat the patient with antibiotics. After the patient healed a new device was later implanted (B)(6)2020. The new device has been used well without any problems.

Manufacturer narrative:
Pump: model- 72400098, lot sn- (B)(4), mfg date- 09/13/2019, exp date- 09/11/2024, gtin- (B)(4). Balloon, model- 72400024, lot sn- (B)(4), mfg date-07/31/2019, exp date- 07/29/2024, gtin- (B)(4). Device not returned for evaluation.

Event description:
It was reported that the artificial urinary sphincter (aus) device was originally implanted on (B)(6) 2020. The aus device was then removed on (B)(6) 2020 due to an infection. The patient was later implanted with a new aus system on (B)(6) 2020.